Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred. The lesion being treated was in the right posterior parietal artery. A 1.5x20mm maverick2 monorail balloon ruptured at 4 atmospheres. The procedure was completed with a different device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.